Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced a high blood glucose level of 585 mg/dl. The customer¿s father also stated that the customer was getting a no delivery alarm and high blood glucose levels. The customer's blood glucose value was 585 mg/dl at the time of the incident. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's recommendation. The product will not be returned for analysis.